Manufacturer narrative:
It is indicated that the product is not returning for evaluation. The customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml hcg cutoff urine control and 3 high level of hcg urine controls. All results were hcg positive at read time and met qc specification. There were no false negatives were obtained. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause could not be determined due to insufficient patient health information provided by customer and without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2016, notification was received from the distributor that a customer reported potential false negative hcg results using the medline hcg urine cassette pregnancy test. No additional information was provided and no information on confirmatory testing is available.